Event description:
Pt revised for loose femoral and tibial components at cement/implant interface.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required to search the complaint database by lot code were not provided. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product info. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.